Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that the wake button was not working. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method insulin therapy.